Event description:
It was reported that approx. 61 months after implantation, the rv (linox smart) and ra (safio) leads were explanted. Insulation damage was observed.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 12 cm proximal of the tip electrode. The distal lead fragment with an extraction aid were returned for analysis. The proximal lead fragment with the is-1 connector was missing and not available for analysis. The returned fragment was visually inspected. The analysis found multiple signs of abrasion along the lead body. In addition, it turned out that the inner conductor helix was kinked between the tip electrode and the ring electrode, and a cut was detected in the insulation (7 cm proximal of the tip electrode) with a deformed outer conductor helix. This is probably a result of the extraction process. The manufacturing process of the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.